Manufacturer narrative:
The reagent lot number is 760784. The expiration date was not provided. The investigation excluded reagent issues as no further cases were reported and a correct rerun was performed with the same reagent. The field service engineer (fse) inspected the module, changed the pipettor assemblies, and performed readjustments. He confirmed that the assay and the module were again performing according to specifications. The investigation determined the event was due to a component malfunction. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ferr4 (tina-quant ferritin gen.4) results from an unspecified number of patient samples tested on the cobas 8000 c702 module. The reporter was able to provide one patient sample with discrepant results: the initial result from the c 702 module was 0 ng/ml. The initial result in the cobas infinity was <5 u/l. The repeat result from the c 702 module was 45 ng/ml. The repeat result in the cobas infinity was 45 u/l.